Event description:
Nellcor puritan bennett received information that suggested the device failed to ventilate. The customer reported that user error may have contributed to this event. This issue was reported to be on a patient. Customer reports unit alarming with message flashing "ventilator hardware".

Manufacturer narrative:
The information received suggests a caregiver user error may have contributed to this event.